Event description:
The customer reported a system error. Further information was received from the fse indicating that the fluoroscopic image was intermittently lost from the left "live" monitor. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. System boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.